Manufacturer narrative:
Journal article: mazzone, patrizio, et al. ¿percutaneous left atrial appendage closure with watchman device: results from the traps registry¿, european society of cardiology(2016) 18:i7. Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4). [(B)(4)].

Event description:
Reported via journal article. Same article as MDR ID: 2134265-2018-03118. It was reported via journal article that during the median follow-up of 16 month, a patient expired on an unknown date. The cause of death was also unknown.